Event description:
It was reported that the cartridge did not fit securely on the pump. Reportedly, the cartridge had to be held onto the pump with tape. There was no reported impact to the customer's blood glucose level. The customer continued to use the cartridge for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.